Event description:
It was reported that there was a possible lead fracture, oversensing, and noise on the right ventricle (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. Analysis revealed that the defibrillation conductor was fractured. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was breached cut, there was an exposed defibrillation coil with white substance, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.